Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported during a da vinci-assisted sacrocolpopexy surgery procedure, the force bipolar instrument had a damaged conductor wire (black). The procedure continued as planned with no reported injury.